Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the erbe had u-02 error and tried to restart the generator multiple times with no change. Technical support engineer (tse) explained the erbe would not be able to provide energy in the current state. Site retrieved a force triad to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and did not initially powered on without errors. Dvstat contacted for troubleshooting and full troubleshooting was completed. A force triad was connected and procedure completed and erbe was replaced afterwards with no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found the issue could not be confirmed using system logs. Failure analysis testing replicated the event, with a u-02 error preventing full initialization. Erbe logs showed additional c-00, m-02, and m-35 errors. The erbe will be sent to the original equipment manufacturer for further investigation. The probable root cause in this case is attributed to the faulty erbe generator. This issue was resolved by replacing the erbe generator.